Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was treated with reflin and fortum (500mg, frequency and route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovering from the event (previously unknown). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.